Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No addition information is available at this time. The events of blisters and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported being injected in the cheeks with unspecified juvederm voluma on week prior to being injected in the nasolabial folds with juvederm ultra 3. A week later, the patient developed "blisters on the skin and welling on the right cheek; the right cheek is worse than the left." Patient was treated with "medrol" and rupafine". Treatment is "helping" however the symptoms reappear once the patient stops the treatment.